Event description:
It has been reported to philips that ups (uninterrupted power supply) system is starting to smoke. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system unit was un-operational, and it smelled like smoke. Upon troubleshooting, fse found that the batteries in battery tray were swollen and in bad condition. The technical support replaced the battery and advised to keep the ups unit 7 inch away from the wall. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.